Event description:
During a coronary drug eluting stenting treatment procedure the stent was damaged. The physician did not pre-dilate the unk vessel. The 3.00x24mm taxus express2 drug eluting stent would not cross the lesion and upon removal it was noticed that the stent struts were flared. The physician then pre-dilated and crossed the lesion with another taxus express2 stent. The pt is in satisfactory condition.